Event description:
Additional information received identified the scs ipg was explanted and replaced with a different model. Stimulation was restored following the surgical intervention.

Event description:
Additional information received clarified the scs lead does not belong to this patient and was inadvertently added as received with this patient's scs ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced a surge of stimulation which was followed by loss of stimulation and the inability to establish communication between the scs ipg and external devices (2501 comm error). A replacement charger did not resolve the issue. Surgical intervention regarding the scs ipg (implanted in (B)(6) 2013, exact date is unknown) will be taken at a later date to address the issue. Concomitant medical products: the implant date for the devices below is unknown: model 3186, scs lead.

Event description:
The patient's scs lead returned to the manufacturer along with the scs ipg. No additional information is available at this time.